Manufacturer narrative:
The investigation results will be provided in the final report. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07416. It was reported that the patient was not getting adequate therapy. Troubleshooting included reprogrammed several times, impedance check, and x-rays, but the issue persisted. As a result, the system was explanted in (B)(6) of 2017.

Event description:
Related manufacturer reference number: 1627487-2019-07416.